Manufacturer narrative:
The device involved in the incident was not returned for evaluation. A review of the manufacturing records was not possible as the lot number was not provided. Testing has been performed for suture wing to hub force of break. The results showed the suture wings had pull strengths greater than the 3.38lbf minimum required by iso 10555-1, annex b. During manufacturing of this device family, after the suture wing is assembled onto the hub, it is rotated several times to ensure free movement and proper positioning on the hub. Without an evaluation of the device involved in the incident, we are unable to determine the cause or factors that may have contributed to this event; however it appears that enough force was applied to the catheter to dislodge it from the suture wing.

Event description:
Two days after placement, it was detected that the catheter had come out from the skin by about ten centimeters. After removing the dressing, it was seen that the suture wings were correctly attached to the skin but that the catheter was slipping inside the ring attached to the wings.